Event description:
It was initially reported on (B)(6) 2012 that the pump was alarming for a week and patient had pain despite having the pain pump. Patient felt that the implanted pump was too big and painful; was frustrated and dissatisfied with healthcare provider (hcp) service due to small % of dose increases. Patient at the time had indicated prior three hospitalizations for aspiration pneumonia; however it was unclear if they were related to pump therapy. Drug delivered via the device was morphine. On (B)(6) 2012, it was reported that the pump sticks out from the body and patient felt the entire pump, very painful and had continued started last year in 2011. Patient had no falls or the like to cause the pain and the pump to stick out. Patient continued to have concerns regarding the device or therapy and was working with the hcp and manufacturer representative. Her next hcp appointment was on (B)(6) 2012. Patient was taking flexeril. As of the date of this report it was indicated that patient was at first going to have pump replaced, but then "she found out the newer one was just as big so didn't think that would help". It was further added that the hcp was working on "bringing her down slowly to avoid the withdrawals"; "she had no date yet, but sometime in (B)(6) or (B)(6)".

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4).